Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#:(B)(4), h3: analysis of the 97745 patient programmer (ptm), serial number (B)(6), revealed corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went on a hunting trip to canada about 2 weeks ago and their controller went unresponsive at that time. They went to use the controller to charge their implant and the controller wouldn't light up. They thought the controller battery might have been depleted so they went to charge the controller up and when they did that, no lights came on and nothing happened with the controller. They reset the controller. The patient saw no visible damage to the controller or battery pack contacts. Further troubleshooting was unable to be performed as the patient didn't have all external equipment with them at the time of the call. The patient was advised to call back once they had all their external equipment with them to further troubleshoot the issue with their unresponsive controller. The patient called back re-reporting issues and had all of their equipment available to further troubleshoot. They took the lithium battery pack out of the controller and plugged the controller into the ac power supply, and noted the green light was illuminated on the ac power supply box, but the controller screen was unresponsive and the controller will not power on. No symptoms were reported.